Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with scratched reservoir tube window, stained address and serial number label, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen. The customer's mother reported that the insulin pump had a partial display. The customer's mother reported that they could not see the battery icon at the top of the screen. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's mother stated that they might have dropped the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.